Event description:
The pt experienced a loss of stimulation following an injection procedure several weeks prior. The physician was concerned he had damaged the lead; impedance readings were all greater than 10,000 ohms. The pt was also concerned there was something wrong with the ins; she was having difficulty charging her battery and was unable to get more than two efficiency bars. The manufacturer representative was able to get six bars when attempting to charge. The pt underwent lead revision surgery. During surgery, the lead appeared to be in its original position. It was disconnected and tested and all impedances were still greater than 10,000 ohms. A new lead was placed and the pt received good intra-operative parasthesia with normal impedance readings. It was decided to also replace the ins at that time.

Manufacturer narrative:
(B) (4).